Event description:
Complainant alleged that while monitoring the heart rhythm of a pt, the device inappropriately shut down and then failed to power back on. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.